Event description:
Patient reported that a comparison between the ss meter and a hcp meter (brand unknown) was 195 mg/dl (ss) and 250 mg/dl (hcp), respectively (22% difference). No symptoms were reported. Patient confirmed the above information on follow-up. The meter was replaced. Lfs rep reviewed qc procedures and meter/lab comparisons. There was no allegation of harm.